Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.